Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Upon interrogation, the implantable cardioverter defibrillator was exhibiting back-up vvi operation. The patient was brought into clinic where programming changes were made. The patient was stable before and after programming.